Event description:
It was reported that air bubbles were observed within the canister. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg. Customer changed cartridge and resumed insulin delivery.